Manufacturer narrative:
This information was inadvertently left off of previous MFR. Reports: suspect device UDI: (B)(4).

Event description:
It was reported that the physician's programming tablet received an error message "failure to open port". Troubleshooting was performed by removing the usb cable and replacing it 15 seconds later which did not resolve the issue. No patients were affected by this error message as another programming system was available. The physician was provided a new usb cable which did not resolve the issue. It was reported that the cable port was loose and the physician was provided a new programming tablet and cables. The tablet and usb cable was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the usb cable was completed on 03/06/2015. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. The cable will be sent to the manufacturer for further analysis. No other anomalies were identified. Analysis of the tablet was completed on 03/12/2015. During the analysis, no anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.